Event description:
It was reported a confirmed motor stall was noted in event logs with no motor stall recovery recorded. The pt was hospitalized on (B)(6) 2010, several days following the implant. It was noted hcp had done a refill earlier and print showed the motor stall. The pump was interrogated on (B)(6) 2010 and log indicated the motor stall occurred on (B)(6) 2010. The tube set occured (B)(6) 2010. It was noted stopped pump period may exceed tube set. It was also reported pt experienced withdrawal, underdose, and increased pain. Hcp stated the pt had a CT of the abdomen on (B)(6) 2010. Pt chart was reviewed and no magnetic resonance imaging was recorded. It was noted no alarms were heard. A dye study was performed and indicated catheter was good. The pump was explanted and replaced. The existing catheter remained implanted. The pump contained morphine 10 mg/ml at 0.999mg/day. The estimated replacement indicator was 80 months. Pt recovered without sequela. Additional information will be provided when available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.